Event description:
It was reported that predilatation was performed on the lesion prior to the attempt to stent. After delivery of the stent delivery system to the narrow lesion in the distal circumflex, the stent implant could not be deployed although the balloon held pressure at 18 atmospheres. The shoulders of the balloon were expanding; however, the stent was not deploying. A new non-abbott stent was used and was deployed successfully. The sds was tested outside the patient and pressure was applied at 20 atmospheres and the stent implant did not deploy. There was no reported resistance felt during retraction of the sds from the patient. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided. This is being filed based on returned goods analysis which revealed the proximal and distal ends of the stent implant were partially deployed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned xience v stent delivery system (sds) noted blood on the shaft, stent implant and balloon and in the guide wire lumen. There was contrast on the shaft and crystallized contrast in the inflation lumen and in the proximal balloon taper. This is consistent with preparation and advancement into the body. The stent implant was stationary on the balloon between the markers. The first two rows of the distal end of the stent implant were partially expanded. The first two rows of the proximal end of the stent implant were partially expanded and were slightly bent and twisted. The middle of the stent implant was tightly crimped. The middle of the balloon was tightly folded. The distal balloon taper was partially expanded as if it had been pressurized. The proximal balloon taper had relaxed folds. An indeflator, filled with 5ml of gastrografin diluted 1:1 with water, was used in an attempt to pressurize the sds but the sds could not be pressurized. Multiple attempts were made to inflate and deflate the sds and the fluid would not advance through the inflation lumen. The indeflator was then filled with water and the sds was inflated and deflated several times and the fluid would not advance through the inflation lumen to the balloon, thus confirming the complaint. The nosepiece was cut off the hub to reveal the hypotube jacket material was covering the opening of the hypotube. In this case, the untrimmed hypotube jacket material in the inflation port (hub) likely caused a valve when inflated or deflated, blocking the flow of contrast into the balloon. The scanning electron microscopy (sem) lab analysis concluded that hypotube end exhibited stretched inner and outer layer jacket material covering the opening. Additionally, it was noted that strut impressions were observed along the working length of the balloon. A search of the lot history record indicated no nonconformance for the lot related to the complaint and a query of the complaint handling database for the reported lot revealed no other incidents for inflation or deployment issues.